Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient called patient services (ps) and stated that they were experiencing syncopal episodes and the pacemaker was set at 50 beats per minute (bpm) down from its usual setting of 70 beats per minute (bpm). The patient also stated that they had fallen at least 4 times, 2 of which were due to syncope. The physician was contacted and they stated that the device was not programmed to 50 bpm, and they were not aware of any syncope for this patient. To date, the device remains implanted, and no intervention has been scheduled.